Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her insulin pump suddenly shut off twice in the past five days: once after a low battery alert, and the second time after a battery out limit alarm. Her blood glucose value at the time of incident is unknown. She stated that the battery level exceeded two bars and that the battery didn't last an entire week. Troubleshooting was initiated for the blank display; the pump appeared undamaged. During the phone call the display turned back on. The customer was advised to monitor the pump. No products were returned and a replacement battery cap was shipped to the customer as a courtesy to rule out any possible issues with the battery cap.